Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customers blood glucose (bg) level was impacted (400 mg/dl) with traces of ketones. The customer took a bolus to stabilize bg level. Reportedly, the customer and contact were not drawing air out of the cartridge. The customer was instructed to remove air out of the cartridge during the load process. The customer was instructed to load a cartridge and the issue was resolve.